Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.